Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 439 mg/dl. The customer reported symptoms such as slight head ache due to high blood glucose. Customer treated with insulin pump. Troubleshooting was performed. The customer stated that they took multiple boluses to get blood sugar down. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer alleges pump was under delivering. Customer received assistance for programming pump. The device will not be returned for analysis.